Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported impact seems likely. However to determine an exact root cause device investigation would be necessary. Further technical checks are scheduled.

Event description:
According to the user's mother the user was standing in the kitchen when she passed out. As she fell, she hit her right side. The mother thinks she mostly hit her right shoulder, although her processor coil flew off and the audiostream cover broke. When reassembling the external devices, the user could no longer hear. The user's mother had tried a back up processor and the recipient could still not hear. After replacing parts on the sonnet processor, the user could no longer hear with the original processor either. Processor and dl coil lights were functioning normally on the sonnet. Mom had a speech processor test device (sptd) and the sptd indicated that both processors were functioning normally.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the user's mother the user was standing in the kitchen when she passed out. As she fell, she hit her right side. The mother thinks she mostly hit her right shoulder, although her processor coil flew off and the audiostream cover broke. When reassembling the external devices, the user could no longer hear. The user's mother had tried a back up processor and the recipient could still not hear. After replacing parts on the sonnet processor, the user could no longer hear with the original processor either. Processor and dl coil lights were functioning normally on the sonnet. Mom had a speech processor test device (sptd) and the sptd indicated that both processors were functioning normally. It was suggested to user's mother to reach out to her clinic for a technical check of the internal device.

Event description:
According to the user's mother the user was standing in the kitchen when she passed out. As she fell, she hit her right side. The mother thinks she mostly hit her right shoulder, although her audio processor coil flew off. When reassembling the external devices, the user could no longer hear. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.